Manufacturer narrative:
Additional information: h3: lens was returned dry with clear surgical debris in a micro-centrifuge vial. Visual inspection found no visible damage and foreign debris on the lens. Claim# : (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -10.0 diopter, into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a same size and model lens due to pigment dispersion, blurred vision, and iritis. Reportedly the inflammation was treated with medication. The surgeon states it looked like "an inflammatory cell was attached to the icl." The problem was resolved with the exchange.